Manufacturer narrative:
(B)(4). The customer supplied one photo showing an x-ray image of the device in use on a patient's arm. The image appears to show extravasation of the injected fluid due to catheter rupture. The customer returned one 2 lumen PICC catheter for evaluation. The catheter showed evidence of use and the catheter extension lines had injection ports attached. Visual examination of the catheter revealed a hole in catheter just below the juncture hub. The hole was longitudinal along the catheter body and appeared consistent with a rupture from excessive pressure. The hole in the catheter is located 6mm from the juncture hub and is 4mm in length. The catheter body outer diameter was measured and was found to be within specification. The catheter body length measured 474 mm; therefore, the catheter was cut approximately 28mm from the tip per catheter product drawing. With the catheter distal tip occluded, water was injected into the catheter luer hubs for both of the extension lines using a lab inventory 10 ml syringe. Significant leakage was observed from the catheter body when the proximal extension line was pressurized. The location of the leak was consistent with the hole identified during visual inspection. Other remarks: a small leak was observed from the same location when testing the distal extension line. Therefore, the damage is primarily to the proximal extension line. The sample was sent to the manufacturing site on 12-sept-17 in an attempt to determine a potential root cause. Initial evaluation by the manufacturing site did not reveal any manufacturing/design related issues with the sample. A device history record (DHR) review was performed on the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit contains several warnings in regards to the pressure injection including to ensure patency of intended pressure injectable lumen of catheter prior to pressure injection to reduce the risk of catheter failure and/or patient complications. The volume priming document supplied with this kit specifies the volumetric flow rates the catheter can withstand. The customer supplied the injection parameter details; however, no conclusions could be made from the information. The customer report of a leak in the catheter body was confirmed through visual and functional testing of the returned sample. A small hole was observed in the catheter body just below the juncture hub which was consistent with a rupture due to excessive pressure. Dimensional testing and a DHR review did not reveal any no evidence to suggest a manufacturing or design related cause. The customer reported patient movement during the procedure which could have contributed to the defect, however, causation could not be confirmed. Based on the sample investigation and the information provided, a probable cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer reports that the device was inserted all the way to the catheter hub and the device was flushed without issue prior to connecting lumen to power injector. As CT contrast was being injected, the clinician heard a "pop" and stopped the procedure. X-ray image confirmed extravasation injury to the patient and fracture line was identified on removal. The clinician reports that the patient was confused and bent the arm during the procedure. The patient suffered extravasation injury. The patient was returned to the ward and the device was removed.

Manufacturer narrative:
(B)(4). Additional information requested regarding the type of power injector and setting/pressure of power injector. Additional information requested regarding patient's condition and treatment of patient. No additional information received at the time of this report.

Event description:
The customer reports that the device was inserted all the way to the catheter hub and the device was flushed without issue prior to connecting lumen to power injector. As CT contrast was being injected, the clinician heard a "pop" and stopped the procedure. X-ray image confirmed extravasation injury to the patient and fracture line was identified on removal. The clinician reports that the patient was confused and bent the arm during the procedure. The patient suffered extravasation injury. The patient was returned to the ward and the device was removed.